Event description:
A ophthalmic surgeon reported that they had noticed foreign object in the eye during cataract surgery with intraocular lens implantation surgery. It was unknown if the surgery was completed. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. However, the customer provided a photo of the reported event. The manufacturer's evaluation of the attached photo confirms the reported event: photo attached shows a fiber/foreign material inside of the eye; composition is unknown. The root cause of the customer's complaint could not be established conclusively as it cannot be determined how the contamination occurred. Without a sample, it is not possible to isolate the root cause. Packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material, hair, and insects. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Complaints are continuously monitored to identify product and/or process areas where foreign material and debris is occurring. Some components within packs are inherently potential sources of particles (e.g. Towels, gauze, drapes, etc.) So the potential for fibers cannot be entirely eliminated. Fibers can also originate from numerous sources both in and out of the operating room (or) independent of packs. For example, opened products on the back table in the or can attract particles (some also have an electrostatic charge), and items such as blankets and clothing can be contributing factors, as well as proximity to heating, ventilation, and air conditioning ventilation and the status of filters. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of following hygiene requirements, wearing personal protective equipment, and maintaining clean work areas. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).